Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and cursor did not align on the display screen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor on the display screen of the programmer would jump while attempting to select the start button with the stylus touch-pen. It was suggested to attempt with the old stylus or to return for repair. The programmer has been returned for service. There was no patient involvement.